Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, b1, b5, d6b, h6 reason for reoperation: deflation.

Event description:
Healthcare professional later reported "partial deflation." Device has been explanted and replaced.

Event description:
Patient reported "capsular contracture baker grade unknown", "pain", "uneven sizes", "pulls" and "it's tight". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a6, b5, d9, h3, h6.

Event description:
Patient reported left side "capsular contracture baker grade unknown", "pain", "uneven sizes", "pulls" and "it's tight". Healthcare professional additionally reported "partial deflation". Healthcare professional later confirmed "uneven sizes". Healthcare professional additionally confirmed "implant leak". Device has been explanted and replaced.